Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the resin part of the image guide tube had fallen off, watertightness was not maintained due to the coating falling off the insertion tube, the bending angle was insufficient due to elongation of the angle wire, the flexible tube of the insertion section was crushed, the operation part was scratched, the switch box was scratched, the grip was scratched, the angle lever was scratched, the universal cord was scratched, the video cable was scratched, the video connector was scratched, the light guide connector was scratched, the video connector was scratched, there was dirt on the video connector case that was difficult to remove, and scratches were found on the up/down angle fixing lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the uretero-reno videoscope had the coating on the insertion section peeling off. Inspection and testing of the returned device found the resin part of the image guide coil had fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the dislodgement of the insertion tube resin was caused by stress or handling, or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from customer: the issue was found during reprocessing. The procedure was a therapeutic transurethral lithotomy.